Manufacturer narrative:
A visual, functional and dimensional inspection could not be performed as no sample was returned by the customer for investigation. A device history record review was performed on the stimucath with no relevant findings. A corrective action is not required at this time as the potential root cause could not be determined based on the info provided and without a sample. Complaint verification testing could not be performed because no sample was returned for analysis. The device history records for the stimucath were reviewed with no evidence of suggest a mfg related cause. The potential cause of a catheter leak could not be determined based on the info provided and without a sample.

Event description:
The event is reported as: the customer alleges that the catheter had a pin hole size leak located outside of the patient's body. The catheter was removed and there was no patient injury or consequence.